Event description:
Meter name: one touch ultra meter. Strip name: one touch ultra strips. Meter code: 37. Strip code: 37. Strip storage: unknown. Symptoms: shaky around 9:30am. A pt reported they called 911 and paramedics went right away. Their meter allegedly would only display er2 and apply sample. The result on their meter never appeared, the meter will not count down. The result on the paramedic's meter was unknown. The time difference between pt's meter and paramedic's meter was: no comparison was performed. Treatment was unknown paramedics left while pt was still asleep. Customer states that pt only has hypoglycemia diagnosed 3 1/2 months ago. Only taking sugar tablets. No further info has been reported.